Event description:
Information was received, from a manufacturer representative. Regarding a patient receiving baclofen and dilaudid via an implantable pump. The indications, for use were unknown. It was reported, that the patient was hospitalized for pneumonia. The patient was ¿feeling terrible¿ at that time, so their pump was read, and it was determined, that the pump reached eos. The ER ¿handled things with respect to the baclofen¿. And they were put on something oral at the hospital, but it was not clear what. The patient called, their managing physician to inform them of their surgical consult with their implanting physician, which was okayed. The patient was discharged from the hospital on (B)(6) 2024. And seen by the implanting physician for a surgical consult. Where it was determined, that the patient was not a good candidate for general anesthesia, but the replacement could be done under local anesthesia. On (B)(6) 2024, the pump was replaced. The connector piece of the patient¿s catheter was bent. A piece of a new catheter was used to replace that part only. The new pump was connected with no issues. The patient tolerated the procedure well, without issues under local anesthesia only.

Manufacturer narrative:
Concomitant medical products: other medical products in use, during the event include: brand name: ascenda, product ID: 8781 (serial#: (B)(6)), product type: 0184-catheter, implant date: (B)(6) 2017, explant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8781, lot#serial#: (B)(6), implanted: on (B)(6) 2017, product type: catheter, b3: corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that when the physician removed the connector piece from the pump, they accidentally bent it when getting it off by the way they removed it.